Manufacturer narrative:
The device was evaluated in the field on (B)(4) 2011. Evaluation summary: the surgical table is used to support and position a pt for surgical procedures in a hospital operating room. It is battery powered with an ac cable for recharge and is primarily operated with a remote control, and has an override panel as a backup to the remote. This table was confirmed to have a non-functional override panel. The override panel is the safety console in the table. If there is a malfunction and the handheld control does not function, the override panel would be used to articulate the table and finish the surgery. If a malfunction occurred with the override panel during surgery, there could be a delay in the surgery and there may be a potential for pt injury as a consequence of this delay or moving the pt to another table. However, this specific malfunction was identified prior to a procedure and there were no pts involved, and no event occurred. In this case, the override panel was replaced and a field technician performed functional tests and the table was verified to be fully functional. The root cause of the damaged override panel is likely user error due to continue use after damage. This type of non-conformance will be monitored for adverse trends.

Event description:
(B)(4). It was reported that the surgical table at the account has a defective power entry module. In addition, the override panel is bent and the table is not level. After further evaluation, it was confirmed that the override panel was not working. There was no reported pt involvement and no reported adverse consequences.